Event description:
Center reported a pt reaction post-treatment. A visiting pt had 2 treatments at this unit. During the first treatment on 12/29/96, a fiber leak occurred within the first 2 minutes of treatment. The estimated blood loss is unknown. Treatment was restarted with new disposables and finished without incident. Pt later told unit that 6 hours after dialysis her eyes began to itch. During second treatment on 12/30/96, pt stated that eye irritation continued, this time accompanied with pain. Pt also complained of tinnitus and disequilibrium. Several hours post treatment md called unit stating pt had been admitted to hosp for increased eye pain and irritation. Pt was discharged 1/1/97 and returned home. Follow up call eyes clear, tinnitus, & disequilibrium.